Event description:
Per the clinic, the patient underwent a skin flap reduction surgery and fluid drainage procedure on (B)(6) 2025 due to poor magnet retention. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2025.